Event description:
Additional information from the patient's hcp stated the patient has had no issues with their device, and no device-related interventions have been required. The cause of the bowel problems was "unknown."

Event description:
The patient has experienced bowel function problems for the past year. She was scheduled for rectocele surgery. Additional information has been requested.

Manufacturer narrative:
Adaptor model 748910, serial# (B)(4), implanted: 2010-(B)(6), adaptor model 748910, serial# (B)(4), implanted: 2010-(B)(6), programmer model 7435, serial# (B)(4), lead model 3093-28,, lot# v434086, implanted: 2010-(B)(6), lead model 3093-28, lot# v434086, implanted: 2010-(B)(6). (B)(4).